Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. No device malfunction suspected. The patient underwent an explant procedure and all the explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(6). Model: sc-2218-50. Serial: (B)(6). Batch: 7098213 / 7098332.